Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D9: device available for eval: no d10: concomitant products h3: device evaluated by mfg = device not returned summary of event: as reported, during a kidney lithotripsy procedure, the basket from an 'ngage nitinol stone extractor' would not open or close. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot 14934066. A complaint history database search showed no other related complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU [t_shef_rev1 ('suggested handling instructions for extractors and forceps') did not provide any information related to the reported issue. The returned device was a different device and not the reported 'ngage nitinol stone extractor' device. The customer determined the correct device was not able to be provided. The complaint was completed as a non-returned device. Because the complaint device was not returned, no functional testing or visual inspections could be performed. There are multiple possible causes for the reported issue of the basket not opening and closing properly. Without the device available for investigation, the nature and cause of the issue could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a kidney lithotripsy procedure, the basket from an ngage nitinol stone extractor would not open or close. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer phone = (B)(6); email = (B)(6). E3: customer occupation = unknown. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.